Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose value was unknown. The customer reported that there was big crack along the battery compartment and 2 cracks along reservoir window, had to press act button harder or more in a certain area in order to respond. The device will not be returned for analysis.